Event description:
Product analysis for both the returned handheld and software flashcard was completed and approved on (B)(4) 2013. For the handheld, analysis did not verify the reported battery failure. Although the main battery was received in a depleted state, once the battery was charged, the handheld performed according to functional specifications. Product analysis found no anomalies associated with the handheld performance during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the returned flashcard and software, which performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The physician had previously provided that when not in use, the handheld was not plugged into an outlet for charging. However, it is recommended in product labeling to keep the handheld plugged in for charging when not in use. Training was provided to the physician on (B)(4) 2013 about this recommendation.

Event description:
Additional information was obtained from the physician's office on (B)(6) 2013, pertaining to device handling and storage conditions. The physician provided that the handheld was stored on a shelf, the handheld was not plugged into an outlet for charging when not in use, and no damage occurred to the handheld which could have resulted in the charging failure.the handheld and associated flashcard were returned to the manufacturer, and received on (B)(4) 2013 for product analysis, however this testing has not yet been completed.

Event description:
It was initially reported that a physician's dell x50 handheld computer would not hold a charge. A company representative visited the physician's office to perform troubleshooting and found that the handheld did turn on however, the physician insisted that it would not hold a charge therefore a replacement handheld computer was sent to him. Good faith attempts to obtain additional information such as device handling and storage have been unsuccessful to date. Good faith attempts to obtain the handheld computer that was not functioning properly for the physician have also been unsuccessful.